Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2013, inratio inr 1.8, laboratory inr 3.2. The time between testing was three hours. Therapeutic range 2.0-3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.